Event description:
Physician reported during post-operative exam that pedicle screw implanted during surgery on (B)(6) 2011 appeared to be broken.

Manufacturer narrative:
Sales rep rec'd notification from physician that during post operative eval the pt appeared to have experienced breakage of a screw. No MFR part number or lot number were able to be obtained. Therefore, a complete review of the product was not possible.